Event description:
It was reported to boston scientific in 2007, that (device in question is stent) "during procedure, deployed the stent but stent has a little bit of thrombus." Through follow up responses received thirdteen days later, it was reported that inteligrin (non-bsc) was used to treat the thrombus. It was reported that this stent placement procedure of the m1 segment of the middle cerebral artery (mca - 3.2mm vessel size) was completed with this device, that there were no patient complications, and that the patient condition is fine.